Event description:
The lay user/pt contacted lifescan (lfs) customer service indonesia on aug 19, 2009 alleging that the one touch ultra meter read inaccurately low and he reportedly was hospitalized afterwards. The customer service rep (csr) re-contacted the pt on aug 24, 2009 and obtained the following info: the pt first became concerned with inaccurate meter readings in "early" the previous month. The pt was getting meter readings around 100-200 mg/dl. He had filed a complaint with his retailer but the complaint was not reported to lifescan at the time. In "early" aug 2009, the pt filed another complaint with his retailer about a meter to another meter comparison. He claimed that the subject meter read lower than the other meter and the difference was over 200 mg/dl; specific results were not reported. On an unspecified date, the pt went to the doctor to have his blood glucose levels checked. His blood glucose result was reportedly over 500 mg/dl, and he was then hospitalized for hyperglycemia for 10 days. The pt denied ever having any symptoms at the time of concern. When he returned home from the hosp, he tested with the subject meter twice in a row and claimed that the results were over 400 mg/dl different. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly was getting inaccurate low meter readings approximately for 1 month and then was hospitalized for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.